Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous low accutni result within the normal reference range for one patient generated by unicel dxc 600i synchron access clinical system. The sample was repeated on an alternate unit the results obtained were within the risk stratification range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in lithium heparin tubes in the ER and centrifuged at 3600 rpm for 10 minutes. Accutni qc was within the customer's established ranges pre the event. On (B)(6) 2010 the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) performed type 1 cf hardware protocol. No hardware issues were noted. All verification testing met specifications. A clear root can not be determined for this event.